Manufacturer narrative:
The power cord was replaced to resolve the reported issue. The device was operational and returned to service after repairs were completed.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting the power cord on the v60 ventilator exceeded the resistance limits set by the manufacturer. The device was not in clinical use. The issue was identified during a device evaluation. There was no report of harm or user impact. The device did not meet specification for intended use and remained out of service. The pse determined the power cord required replacement. A service proposal was sent to the customer for approval.